Event description:
Per the account, the triton software flashes the incorrect blood amount and then corrects itself, which could lead to an inaccurate measurement of blood loss. The device showed 1429 ml of biomatter which was lower than the actual amount collected. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Manufacturer narrative:
Update: d9, h3, h6. Correction: follow-up report submitted to document the device was not available for evaluation. The full UDI number is not available due to the missing lot number.

Event description:
Per the account, the triton software flashes the incorrect blood amount and then corrects itself, which could lead to an inaccurate measurement of blood loss. The device showed 1429 ml of biomatter which was lower than the actual amount collected. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.